Manufacturer narrative:
Revision occurred after 14 days due to dislocation. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 14 days after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40 mm + 9 humeral stability cup was explanted. This item was replaced with a 40 mm + 6 humeral stability cup and a 9 mm spacer.